Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after a high-carbohydrate meal while using the ilet and a teflon 6 mm infusion set, with the pump delivering insulin but blood glucose remaining elevated up to 600 mg/dl until multiple correction injections were given; the user later switched to a new insulin vial, administered additional fast-acting and some long-acting insulin, and replaced the infusion set, after which glucose stabilized. Symptoms included shoulder tightness, head tingling, and fatigue. Outcomes included transient hypoglycemia to 44 mg/dl overnight following corrective injections, without need for external assistance or medical intervention. Investigation included review of device delivery data and user troubleshooting, including set replacement and insulin vial change. Investigation of this case revealed no device delivery failure observed during the event, with resolution after insulin vial change and set replacement suggesting degraded or ineffective insulin as the likely contributor, while the device components were not confirmed faulty. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with hyperglycemia of undetermined origin with suspected insulin quality issues. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.